Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the liner trial has scratches and some normal wear and tear. The trial did not break and there was no time added to surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that head of the screw of the pin trl lnr neut 540dx36id was observed stripped. Additionally, the snap ring was found stuck in the threaded of the screw. The observed condition of the device can be attributed to an excessive force applied on liner trial when tightening. Over-tightening the threaded insert during use can cause disassembling the snap ring from the screw. Also the device exhibited slightly scratches on the outer and inner surface of the device. This type of damage is consistent with the device being in a unintended contact with other tools during assembling/disassembling the device. Properly handling and attention to the approved use of the device diminished the risk of failure. Therefore, the report allegation can be confirmed. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the pin trl lnr neut 540dx36i contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the liner trial has scratches and some normal wear and tear. The trial did not break and there was no time added to surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that there was no surgical delay and patient consequences.